Manufacturer narrative:
Exemption number e2016004. (B)(4). Nakanishi is currently trying to obtain further information about the event and patient.

Event description:
On (B)(6) 2018, nakanishi received an e-mail from a distributor (B)(4) about a handpiece overheating. According to (B)(4), the information was provided through the adverse event questionnaire about the sgs/sga handpieces as a part of recall activities for those devices. The details are as follows. The event occurred in (B)(6) 2015. (The exact date is unknown). A dentist was performing a dental procedure using the sga-e2s handpiece (serial no. Unknown). During the procedure, the handpiece overheated and burned a patient's lip.

Manufacturer narrative:
The distributor took the following actions, however no further information including information about the patient was provided. - on december 20, 2018, the distributor (nam) received additional information from the dental office by e-mail, however, some of the necessary information was not included. - on december 21, 2018, nam made a phone call to the dental office for the information, but no one was available. Nam left a voicemail message. - on january 4, 2019, nam sent an e-mail to the office requesting the information, but no response was received from the office. - on january 29, 2019, nam contacted the dental office and spoke with a dental assistant. The assistant provided the serial number and the approximate date of the event.

Event description:
On january 30, 2019, nakanishi received detailed information on the event from the distributor. - the event occurred in july 2016, not july 2015. (The exact date is still unknown.) - the procedure the dentist was performing at the time of the event was extraction of the patient's tooth #32 using the handpiece with serial number bbe40034. - the patient was under deep anesthesia. - during the procedure, the dentist found an approximately 2 mm long x 2 mm wide burn injury on the patient's lower right lip. - the injury was treated with neosporin and cured normally. - the dentist determined that no further medical intervention was necessary for the burn.